Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4); stockert generator, model # m-5463-01, s/n: (B)(4); webster cs catheter, model # d-1353-04-s, lot # 17523404m. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer navigational 4mm catheter and suffered a heart block av third degree requiring cardiac pacemaker insertion. During the procedure, as the physician was preparing to come off of ablation, a dropped beat was noticed. Patient went into complete heart block with an underlying ventricular rate of approximately 40 beats per minute (bpm) and no evidence of atrial to ventricular communication. Temporary pacemaker was inserted. Internal jugular lead was placed for backup pacing overnight, to allow for recovery. Patient was transferred to the coronary care unit for overnight observation and to assess for av nodal recovery. The following day, the patient was admitted to the electrophysiology lab for another procedure. Although the patient's condition improved overnight, the physician opted for permanent pacemaker implantation. Physician indicated that he knew the catheter was not at fault and that he was uncertain as to what could have occurred to cause the adverse event. It was noted that the patient's exaggerated respiratory movements may have contributed to premature ventricular contractions (pvcs). It was also noted that the ablation catheter was not near the his bundle during ablation, although the his had originally been tagged. Pre-procedure, patient was in normal sinus rhythm (nsr) with avnrt of 235 bpm. Post-procedure, patient was in complete heart block.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer navigational 4mm catheter and suffered a heart block av third degree requiring cardiac pacemaker insertion. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the third-degree heart block remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
On 3/1/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).